Manufacturer narrative:
The reagent lot number was 73288001 with an expiration date of 31-aug-2024. The field service engineer found a leak due to broken and loose tubing. The tubing and pipettes of the washing unit were replaced. The customer performed calibration, qc, and patient samples with no issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose (gluc hk gen.3) results from the cobas 6000 c501 module. The initial result was 86 mg/dl. The repeat result was 618.8 mg/dl and was considered to be correct based on the patient's history of high glucose results. The questionable result was not reported outside of the laboratory.